Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels displayed as "high"; specific value was not provided. Customer administered a correction bolus via the pump to address the blood glucose. Tandem technical support performed a pump system check and it was reported that insulin was not being delivered from the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy.